Event description:
It was reported that the bd alaris smartsite needle-free valve had flow issues. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2025, at 12:00 pm, the family of a patient receiving intravenous fluids for a pelvic mass approached the nurse, stating that the fluid level had not decreased after some time. The nurse immediately went to the bedside to check. Upon examination, it was found that there was good blood return in the indwelling needle and the IV tubing was unobstructed. However, when connecting the IV connector, the fluid flow was found to be obstructed. The responsible nurse immediately replaced the IV connector, after which the fluid flowed smoothly. The nurse explained the situation to the patient and family, obtaining their understanding. The incident was also reported to the doctor, who examined the patient and confirmed that there were no adverse effects, and the IV infusion was continued. The incident was immediately reported to the head nurse, and an adverse event report was filed in the reporting system.

Manufacturer narrative:
Device evaluation: a 2000e china product was not available for investigation of (B)(4) ; however, the customer confirmed that the complaint sample was from lot 24075027. The feedback provided by the customer states that, " when connecting the infusion port, the nurse observed poor fluid flow". No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 24075027 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. However, previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite® and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the product 2000e china in the past 12 months.